Event description:
It was reported that the ventilator had an error code indicating proximal pressure sensor auto zero failed. There was no patient involvement. The customer troubleshot with technical support and was advised to replace the solenoid valve. Further information is pending.

Manufacturer narrative:
Multiple attempts were made to obtain information regarding the repair and operational status of the device information but have been unsuccessful. The alleged malfunction was not confirmed. If new information is received, a supplemental report will be submitted.